Event description:
It was reported that during preparation, the occlusion balloon catheter (subject device) would not deflate. The guidewire was removed from the catheter; however, the catheter still did not deflate. No patient involvement was reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the catheter shaft was noted to be kinked/bent 10 mm proximal to the strain relief and the catheter hub was noted be blocked/occluded with solidified contrast media confirming the reported complaint. The contrast was also noted at the tip of the catheter. During functional testing, the catheter could not be flushed since the catheter hub was blocked with the contrast. A guidewire could not be inserted into the catheter tip due to the dried contrast. The catheter shaft was cut and the balloon was inflated and the was deflated by pulling the syringe back. Based on the additional information provided by the customer, there were no anomalies noted to the device prior to use and the device was prepared as per device direction for use (dfu). An assignable cause of procedural factors was assigned to the as reported 'nv ¿ balloon difficult/unable to deflate' and as analyzed 'nv ¿ balloon catheter shaft kinked/bent', and 'nv ¿ balloon catheter shaft blocked/occluded' as the issues are associated with a product that meets stryker design and manufacture specifications and was used in acceding with the dfu but due to the procedural and/or anatomical factors during use, the product performance was limited. Expiration date: added. Device evaluated by mfg: updated. Manufacturing date: added.

Event description:
It was reported that during preparation, the occlusion balloon catheter (subject device) would not deflate. The guidewire was removed from the catheter; however, the catheter still did not deflate. No patient involvement was reported.